Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm. The customer reported hyperglycemia and was treated with a manual injection/insulin pen. The event involved product(s) mmt-1884, unomedical, mmt-332a, mmt-7040ma. Troubleshooting was not performed for the insulin flow block alarm. Troubleshooting was not performed for under-delivery. The customer will stop using the device and was told to revert to the backup plan according to the healthcare professional's instructions. No further complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0876 inches. Test p-cap and reservoir locks properly into the reservoir compartment . No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 12 no delivery alarms on the event date of 04/04/2025 at 00:10:41.000 to 22:21:02.000 during bolus in the pump history files and traces. Pump delivered 18 bolus deliveries on the event date of 04/04/2025 at 00:10:41.000 to 22:21:02.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications {22.0710 mv}. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Unable to verify customer¿s complaint for high bg's. No delivery/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.